Event description:
It was reported by service report that the foot end jack would not pump up and the right side rail could not be latched in the up position. It is unk if there was pt involvement or if there were adverse consequences to report.